Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The workstation power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.